Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer called back and stated that the tech advised that the seat upholstery velcro was worn or torn to the point that it would not hold the cushion in place and was not supportive.